Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the fill estimate remained static at 80 units. The customer's blood glucose level was 211 mg/dl. The customer declined to reload the cartridge during the call. During a follow-up call on (B)(6) 2016, the customer confirmed that the insulin gauge started to decrease and at the time of the call, the insulin gauge displayed 75 units. Recommendation was made to continue monitoring pump performance.